Event description:
The report received indicated that during a coronary procedure, the balloon could not be inflated. There was no report of injury or adverse event to the pt. There was no other info avail. The product was returned for eval; functional analysis of the unit revealed that deflation of the balloon was hardly possible and only achieved when the proximal balloon seal was manipulated.

Manufacturer narrative:
During a coronary intervention, a firestar ptca balloon catheter would not inflate. No pt injury was reported. Attempts to obtain add'l info were unsuccessful. A clinically used 2.5/15 mm firestar ptca balloon catheter was returned for analysis. Residuals of crystalized inflation medium were observed inside the balloon and inflation lumen. After the residuals of crystalized inflation medium were dissolved out of the inflation lumen, the catheter was connected to an indeflator in order to inflate the balloon. However, difficulties were experienced during inflation of the balloon. The balloon could only be inflated when the device was pressurized above the 10 atms. Deflation of the balloon was hardly possible and only when the proximal balloon seal was manually manipulated. The used inflation medium is a mixture (50/50) of water and contrast medium (renocal 76). A longitudinal section analysis of the proximal balloon seal area revealed that there was a step of outer body material close to the distal end of the outer body. The step of outer body material caused a decreased inner diameter of the outer body. Due to the decreased inner diameter of the outer body, the inflation lumen at this area was also decreased, causing the inflation and deflation difficulties. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Functional tests (balloon inflation and balloon deflation) were reviewed and were found within specification. Inflation and deflation difficulty on the returned balloon catheter were confirmed as related to the MFR process. Based on reports of deflation difficulties encountered with the fire star ptca balloon catheter, cordis corporation has initiated a worldwide voluntary recall for all distributed lots.